Event description:
The patient reported that on (B)(6) 2011 he experienced a blood glucose (bg) of 569 mg/dl. He stated that his bg rose to 465 mg/dl, and he gave a correction injection, and his bg continued to rise. At the time of the call to animas customer support (cs), the patient's bg was reportedly 273 mg/dl. Customer support reviewed the pump with the patient and found all pump settings and histories were correct. The patient confirmed that the pump had been suspended on (B)(6) 2011. The patient stated that he was changing his site every two to three days however the pump history showed that the last site change was on (B)(6) 2011. The patient denied any site/set issues, and confirmed that he was rotating insertion sites. The patient denied any leaking or air in the tubing or cartridge, and stated that he was changing cartridges every two days. The patient stated that at the time of the reported incident he was on an antibiotic to prevent a potential infection. Cs determined that there was no mechanical issue with the pump. The pump is not being returned at this time. Cs advised the patient to contact his healthcare provider to discuss infusion set and insertion options, and to discuss the possible need for settings adjustments. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been overwritten, unable to duplicate the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications.